Event description:
It was reported that a polaris loop ureteral stent was used during a percutaneous nephrolithotomy procedure. During the procedure and inside the patient, it was noticed that the device was fractured. The procedure was completed with another of the same device and there were no patient complications reported. The condition of the patient following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) medical university. Block h6: device code a0401 captures the reportable event of stent shaft break.